Event description:
It was reported that the right ventricular lead had elevated impedance, there were non-sustained tachycardia (nst) episodes of ventricular fibrillation (vf) that were actually noise and the noise could be replicated with isometrics. The lead was capped and planned to be replaced with a competitor lead if the left venous system was open. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).